Event description:
It was reported that the insulin pump had unresponsive keypad and the device alarmed button error during the phone call. The customer stated that since the night prior to the phone call the device had intermittent button responses. The customer's blood glucose was 143 mg/dl. The customer stated that it was raining and they were outside playing golf. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.